Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It has been reported that there was a difference in readings of 10 mmol/l points. It was indicated that the patient rubbed on the transmitter, which is misuse of the device. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6: adverse event problem - addition information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. It has been reported that there was a difference in readings of 10 mmol/l points. It was indicated that the patient rubbed on the transmitter, which is misuse of the device. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.